Event description:
The customer alleged they received a questionable c-reactive protein (latex) (crp) result for one patient on their cobas 6000 analyzer. The customer stated the patient's sample was tested in a false bottom tube due to low sample volume. The patient's initial crp result was 1.1 mg/l. It was reported outside the laboratory as <2.0 mg/l. Due to the low result, the physician discontinued the patient's antibiotic treatment. The physician questioned the result the next day. On (B)(6) 2103, the sample was repeated and the result was 70.3 mg/l. The patient's original tube was re-centrifuged and repeated. The repeat result was 64.5 mg/l. The customer confirmed the patient did not receive any adverse effects from having the antibiotic treatment discontinued. The crp reagent lot number was 671162 and the expiration date was 02/27/2014. The customer stated there were no air bubbles on the sample. With the information provided by the customer, a definitive root cause could not be determined.

Manufacturer narrative:
This event occured in (B)(6).